Manufacturer narrative:
(B)(4).

Event description:
Customer called to report the insulin pump had a crack at the reservoir compartment. Blood glucose reading was 131 mg/dl. The rubber ring detached from the reservoir compartment. Advised that the insulin pump will be replaced. Nothing further reported.